Event description:
There was an allegation of questionable creatinine results for 2 patient samples and questionable igg results for 1 patient sample on a cobas 8000 c 702 module. Sample1: the initial creatine result was 2646.8 umol/l and the repeated result was 84.9 umol/l. Sample 2: the initial creatine result was 2256.2 umol/l and the repeated result was 73 umol/l. Sample 3: the initial igg result was 2.143 g/l. The repeated results were 1.732 g/l and 1.629 g/l. The repeated results were obtained on another analyzer. The customer indicated that the questionable results for samples 1 and 2 were not reported outside the laboratory.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. Reagent issues were excluded. The cell rinse tube was damaged. The field service representative replaced the tubing and performed calibration and checks to ensure the instrument performed correctly. All tests passed. The investigation determined the service actions resolved the issue.